Event description:
On 09/05/2009, the lay-user/patient contacted lifescan alleging that one touch ultra 2 meter was reverting to the setup mode. The patient indicated that the alleged meter issue started on an unspecified date/time a few months ago. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. Several days after the alleged issue began, the patient claimed that she developed symptoms of weakness and blurred vision. As a result of the alleged issue, the patient claimed that she received IV fluid treatment in an emergency room (ER). Her blood glucose was tested on an ER/hospital and a result of "300 mg/dl" was obtained. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began. The patient also claimed that he received IV fluid treatment in an ER as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.